Event description:
It was reported that stent damage occurred. A 3.00mm x 24mm promus element¿ plus stent was advanced to the target lesion but was unable to cross. The device was removed from the patient and it was noted that the distal edge was lifted. The procedure was completed with another of the same device. No patient complications were reported and patient¿s status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. The tip outer diameter (od) was measured which is within specification. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. Solidified contrast medium was visible in the inflation lumen indicating the device was prepped for use. The hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.00mm x 24mm promus element¿ plus stent was advanced to the target lesion but was unable to cross. The device was removed from the patient and it was noted that the distal edge was lifted. The procedure was completed with another of the same device. No patient complications were reported and patient¿s status was good.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).